Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
Healthcare professional reported "pump tubing broke apart". Patient said "it got caught on something and [the patient's] wife pulled on it". Device operator was a patient. Medication being infused was 5fu. No patient injury was reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.